Manufacturer narrative:
(B)(4). The ventilator was received for evaluation and repair. It was allowed to run over night, and power cycled off/on several times with no issues. The screen maintained visual, without generating any errors or alarms. The customer reported malfunction was not duplicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the ventilator was turned on, the touchscreen would intermittently remain blank. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.